Manufacturer narrative:
Event resolution has been requested. No further information has been provided to date. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that the shock vector was reprogrammed which resulted in normal shock impedances. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out of range shock impedances through this defibrillation lead. It was also reported that the patient recently received shocks to convert atrial fibrillation with shock impedances of 71 ohms. No adverse patient effects were reported.

Event description:
--